Event description:
It was reported that patient had a loss of stimulation. Electrode 4: 40 ,000 electrode 7: >35,000. Rep reprogrammed around effected electrodes. Cause unknown. Issue resolve. It was reported pt called back stating they never heard back from the rep. Reviewed a message was sent. Reviewed to contact hcp to request a rep. Pt understood and will contact the hcp. Pt mentioned they had plates 4, 5, 7 break and rep in hi reprogrammed around those broken plates and then it stopped working again. Pt is trying to talk to rep to either reprogram again or replace the whole system. Rep reported patient is out of state.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019. Product type implantable neurostim ulator. Product ID: 97715 lot# serial# nme739742h implanted: (B)(6) 2019, product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reports patient have 2 programs, using 1000pw. Caller reports patient wants the ability to adjust her rate from 3-40hz. Caller reports patient needs 1000pw due to one of the lead is out. Caller reports this has been reported, caller do not recall when that was reported. The caller asked about programming parameters that would allow the patient to adjust within a range of rates. Tss reviewed rate programming information with the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.